Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be duplicated, but was presumed to have been due to one of the following issues: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the device is booting (temporary error caused by the user's action). 3. Defective foot switch due to short circuit in the plug (temporary error). 4. Defective footswitch due to defective reed contact (temporary fault). 5. A defective cable connection between hvps board and generator board (temporary or permanent fault). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. A missing drive signal for the output stage of the generator board (permanent error). 12. The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). 13. The supply voltage from hvps board is missing or too low (permanent error). 14. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation at a mains voltage of 230v. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). It is only necessary to replace a module if it is demonstrably defective and causes a permanent error pattern. In case of temporary error patterns or if error message e433 cannot be reproduced at all, it is not expedient to replace components, even as a precautionary measure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433. There were no reports of patient harm.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.